Event description:
It was reported that during a ptca /stenting treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the second inflation. (The initial inflation was to 6 atm's). The pt was asymptomatic during this event. The lesion being treated was a very calcified and 99% stenotic lesion in a somewhat tortuous mid lad coronary artery. The maverick2 monorail balloon was being used for pre-dilatation of the lesion for placement of a guidant penta stent. It is noted that resistance was met during insertion of the maverick2 monorail balloon catheter. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the pt stent placement procedure. Pt status is reported as "good".